Manufacturer narrative:
The last calibration was performed on (B)(6) 2025. No alarms were observed on the calibration, but the calibration slope was outside of expectations. Controls were acceptable, but recovered high for one level of control for all 3 ise parameters. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was dqs78, with an expiration date of 23-mar-2026. The field service engineer determined that a sipper nozzle and vacuum nozzle had buildup. The ise flowpath was checked and cleaned. The nozzles were replaced. The pump pressures, rinse volumes, and mechanical adjustments were checked. Calibration, controls, and precision studies recovered within limits. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 152.3 mmol/l. A nurse asked for a repeat of the sample. The sample was repeated on a second analyzer, resulting in a sodium value of 140.5 mmol/l. The repeat value was deemed correct.